Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced hoses (0004-00-0066 and 0004-00-0069 and 0004-00-0070) and 5000 hour maintenance kit (0040-00-0147) and pump assembly (0102-00-0001). The unit passed all functional and safety tests.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has an autofill failure.